Event description:
Received information regarding a cartridge alarm 25. Customer's blood glucose level was not impacted. The customer successfully changed the cartridge.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.